Manufacturer narrative:
(B)(4): the device was returned for evaluation. Visual and optical examination of the implant identified witness marks and gouging consistent with implant and explantation. No fracture, breakage or cracking was identified with respect to the implant. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4). Product was not returned for evaluation. Films were supplied for review and showed a pedicle screw construct from l4-s1. The screw at l4 is broken mid pedicle. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a posterior lumbar fusion procedure at l4-s1 with an interbody fusion at l5-s1. It was reported that the patient underwent a revision surgery 25 months post-op to have a rod and a screw that broke at l4 removed and replaced. During this surgery, an interbody fusion was performed at l4-l5. Fusion had occurred at l5-s1. No patient complications were reported.